Manufacturer narrative:
Section a2, a3 and: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded monofocal lens had a manufacturer defect. Reportedly haptic broke while being positioned. The lens was fully inserted, removed and replaced during the same procedure. No injury or medical intervention is required. Different lens from different manufacturers was used. The patient's status is unknown. The product is available for return. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer:(B)(6) 2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The lens was found coated in viscoelastic residue with one haptic bent with a portion missing. The lens was observed to be cut but remains in one piece, consistent with a lens that was removed. No further evaluation was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.